Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached guidewire was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 18 ga powerglide pro. The returned product sample was evaluated and the guidewire was observed to be disengaged from the coupler region of the advancer, causing the guidewire to remain within the housing during attempted advancement. The following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ wear marks were observed on the coupler, which indicated that the guidewire was initially correctly assembled inspection of the guidewire confirmed it to be intact. Based on the evidence provided with the returned sample it is unknown when or how the guidewire became disengaged from the coupler. Such guidewire dislocation may occur if advancement is attempted against resistance. The complaint of a detached guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 18 ga powerglide pro. The returned product sample was evaluated and the guidewire was observed to be disengaged from the coupler region of the advancer, causing the guidewire to remain within the housing during attempted advancement. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the guidewire which indicated that the product had experienced at least some use ¿ guidewire deformation was observed which suggested potential attempted advancement into tissue ¿ wear marks were observed on the coupler, which indicated that the guidewire was initially correctly assembled inspection of the guidewire confirmed it to be intact. Attempted advancement of the guidewire against resistance, such as into tissue, may cause the guidewire to become disengaged from the guidewire coupler, causing the guidewire to fail to advance. A sample was not returned for the 3rd occurrence reported; therefore, that occurrences is inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Event description:
It was reported by the customer that while preparing for the procedure, a damaged guide wire (with exposed metal wires) was detected. This was noticed before it was inserted into the patient's vein. It was reported this occurred with three devices. This report addresses all three devices. No further information was provided.